Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Accidentally ate your denture cleanser [accidental device ingestion]. General discomfort [general discomfort]. Felt his throat had warm sensation [localized feeling of warmth]. Hoarseness of voice [hoarse voice]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (voicemail) on (B)(6) 2023. Consumer reported that, "my last name (B)(6), I accidentally ate your denture cleanser, I don't know what will happen, please contact me." Follow-up information was received from consumer via telephone contact report on 05jan2023. It was reported that "specialist called consumer on (B)(6) 2023 at 13:05pm (sgt). Consumer said that after he accidentally ate the denture cleanser tablet, he felt his throat had warm sensation and there was hoarseness of voice. Consumer said that there was general discomfort, but it resolved on its own after a few days without seeing a doctor. He said there is no issue now". Events general discomfort, localized feeling of warmth and hoarse voice added. The outcome of the events captured as recovered.